Manufacturer narrative:
(B)(4). Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial nuss procedure performed. Approximately one month prior to the revision procedure, xray confirmed there was no malposition of the bars. Four days prior to revision procedure, follow up with the patient reported chronic pain on left side of chest over stabilizer. Pain was rated 8 out of 10, with no relief found through pt, ice, heat, and lidocaine patch were used. Therefore, stabilizer was removed. Root cause was unable to be determined. The reported event is confirmed by provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial nuss procedure. Subsequently, the patient was revised approximately five (5) months post-implantation due to pain. The stabilizer bar was removed. Attempts have been made, and no further information is available.